Event description:
Md was administering an injection and about 80% of the medication was used, and the needle stopped working to dispense the medication. No one was harmed, but we did let the clinic members know this, and the needles were pulled